Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00165, 3003742446-2010-00166, and 3003742446-2010-00167. Information was received from the (B)(4) that reported the patient presented with 95% lesion in the mid right coronary artery (rca), an 80% lesion in the proximal rca "just beyond the ostium", ccs class ii angina and class iib braunwald angina. On (B)(6) 2010 at 09:04, he underwent the index procedure with treatment of two target lesions in the rca. Pre-stent balloon angioplasty and placement of one study stent was performed in the mid rca. The angiographic core lab reported a 33% final residual in-lesion stenosis of the mid rca with no dissection and timi 3 flow. The second target lesion in the proximal rca was treated with pre-stent balloon angioplasty and placement of one study stent in the proximal to mid portion and the second study stent in the ostial rca, according to the physician note. It further stated that the procedure was difficult due to the severe tortuosity of the rca and the end of the procedure, there was a small dissection in the conus branch, which was expected to be healed spontaneously. The angiographic core lab reported an 18% final residual in-lesion stenosis in the proximal rca with a grade b dissection and timi 3 flow with the following notation: "percutaneous coronary intervention (pci) to ostial/proximal rca with two overlapping stents; spiral dissection with abrupt closure after the balloon pre-dilation." The patient was free from chest pain at the end of the procedure. Electrocardiogram core lab reported no major st-t abnormalities and no new q waves. Repeat angiography for recurrent angina was performed on (B)(6) 2010. The site reported the following findings in the target rca: a small-healed section in the region of proximal stent, a 90% stenosis in the mid-vessel, a 75% proximal stenosis, and a 50% stenosis in the bifurcation outside of the distal posterior descending artery (pda) and posterolateral segment. The patient was brought to the catheterization lab for repeat revascularization on (B)(6) 2010. The angiographic core lab reviewed images of (B)(6) 2010 and reported a 28% in-lesion stenosis with no thrombus and timi 3 flow in the proximal rca with the following added comment: "type 4 stent fracture apparent at level of overlap; complete displacement noted. Tlr and remote tvr (mid rca) performed." The supplement stent fracture form provided by the angiographic core lab reported a 19.52% in-stent stenosis, stent fracture location proximal to the overlap and a stent fracture of type 4 (complete transverse stent fracture with abundant movement and displacement of fractured fragments of more than 1 mm during the cardiac cycle). There was no aneurysm, no thrombus, and no angulation greater than 45 degrees reported. The angiographic core lab reported a 31% in-lesion restenosis with no thrombus and timi 3 flow in the mid rca and noted the following: "mild neointimal hyperplasia; no significant in-stent restenosis (isr); target lesion revascularization (tlr) performed; also remote target vessel revascularization (tvr) to proximal rca." On (B)(6) 2010, the site reported successful treatment of a 90% in-stent restenosis in the mid rca.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00165, 3003742446-2010-00166, and 3003742446-2010-00167. The patient is a (B)(6) man from the (B)(4) study experienced a coronary artery dissection during the index procedure, a post procedural myocardial infarction and a stent fracture and restenosis approximately four months post index procedure. Past medical history includes dyslipidemia and hypertension. The patient initially presented with a 95% lesion, type c with extreme tortuosity in the mid right coronary artery (rca) and an 80% lesion, type c with severe tortuosity in the proximal rca "just beyond the ostium," ccs class ii angina and class iib braunwald angina. Percutaneous coronary intervention (pci) was conducted first in the mid rca. The lesion was pre-dilated with two non-cordis dilation catheters and a type b dissection was noted. A 2.5x23mm cypher was implanted at 12 atm followed by another 2.5x23mm cypher implanted at 13 atm proximally and overlapping the first one. The angiographic core lab reported a 33% final residual in-lesion stenosis of the mid rca. Additionally, a 2.5x8mm cypher was implanted at 17 atm proximal to the last stent and overlapping it in the proximal rca. The event resolved without sequelae. The second target lesion in the proximal rca was treated with pre-stent balloon angioplasty and placement of one study stent in the proximal to mid portion and the second study stent in the ostial rca, according to the physician note. It further stated that the procedure was difficult due to the severe tortuosity of the rca and the end of the procedure, there was a small dissection in the conus branch, which was expected to be healed spontaneously. The angiographic core lab reported an 18% final residual in-lesion stenosis in the proximal rca with a grade b dissection and timi 3 flow with the following notation: "pci to ostial/proximal rca with two overlapping stents; spiral dissection with abrupt closure after the balloon pre-dilation." The patient was free from chest pain at the end of the procedure. Pre-procedure, the ck was 52 (nl 308, ratio <1) with a ckmb of 1.2 (nl 5, ratio <1) and the troponin was not tested. Post-procedure the ck was peaked at 797 (ratio 2.59), with a ckmb of 157.6 (ratio 31.52) and a troponin I of 19.96 (nl 0.06, ratio 332.67). The ECG core lab reported no major st-t abnormalities and no new q waves. The site reported an mi post procedure in absence of chest pain or ECG changes, with no evidence of stent thrombosis and no revascularization required. The patient was discharged the following day on dual antiplatelet therapy. Repeat angiography for recurrent angina was performed approximately four months later. The site reported the following findings in the target rca: a small-healed section in the region of proximal stent, a 90% stenosis in the mid-vessel, a 75% proximal stenosis, and a 50% stenosis in the bifurcation outside of the distal pda and posterolateral segment. The patient was brought to the catheterization lab for repeat revascularization. The angiographic core lab reviewed images of this re-pci and reported a 28% in-lesion stenosis with no thrombus and timi 3 flow in the proximal rca with the following added comment: "type 4 stent fracture apparent at level of overlap; complete displacement noted. Tlr and remote tvr (mid rca) performed." The supplement stent fracture form provided by the angiographic core lab reported a 19.52% in-stent stenosis, stent fracture location proximal to the overlap and a stent fracture of type 4 (complete transverse stent fracture with abundant movement and displacement of fractured fragments of more than 1 mm during the cardiac cycle). There was no aneurysm, no thrombus and no angulation greater than 45 degrees reported. The angiographic core lab reported a 31% in-lesion restenosis with no thrombus and timi 3 flow in the mid rca and noted the following: "mild neointimal hyperplasia; no significant isr; tlr performed; also remote tvr to proximal rca." The site reported successful treatment of a 90% in-stent restenosis in the mid rca with placement of a 2.5x8mm cypher stent and successful treatment of a 75% in-stent restenosis in the proximal rca with series of balloon angioplasty. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the instructions for use (IFU) it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. The IFU also warns that the balloon pressure should not exceed the rated burst pressure. Use of pressures higher than specified on product label may result in ruptured balloon with possible intimal damage and dissection. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to a diagnosis of myocardial infarction. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Based on the information provided, there are possible patient, vessel characteristics and procedural factors that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00165, 3003742446-2010-00166, and 3003742446-2010-00167.

Event description:
As reported by the (B)(6) study, the patient experienced a myocardial infarction and dissection during the index procedure. The target lesions were located in the mid and proximal right coronary artery (rca). The lesion in the mid rca was described as 95% stenosed, 18mm in length, non-thrombosed, de novo, with no calcification. The reference vessel was extremely tortuous and 2.75mm in diameter. During insertion of a medtronic guiding catheter, a dissection occurred. The lesion was pre-dilated with a non-cordis balloon and a 2.5x23mm cypher stent was successfully implanted. Pre and post timi flow was 3. Residual stenosis was 0%. The lesion in the mid rca was described as 80% stenosed, de novo, 28mm in length, with no calcification. The reference vessel was extremely tortuous and 2.75mm in length. The lesion was pre-dilated with a non-cordis balloon and a 2.5x23mm cypher stent was successfully implanted overlapping the initial cypher stent. A third 2.5x8mm cypher stent was implanted overlapping the second cypher stent. Residual stenosis was 0%. The stents completely covered the lesions and there was no disease left untreated. Following the procedure, the patient experienced a myocardial infarction resulting from the dissection. No treatment was given; and the event resolved with sequelae. It was confirmed the sequelae was chest pain. According to the investigator, the myocardial infarction was not related to cordis product. The investigator felt myocardial infarction was probably related to the index procedure.

Event description:
The study coordinator confirmed the patient had restenosis of the cypher stents in the proximal and mid right coronary arteries. She stated the cypher stent implanted in the proximal right coronary artery (rca) was restenosed and that treatment included balloon angioplasty only. She stated she couldn't confirm which cypher stent in the mid rca had restenosis. She stated that a xience stent was implanted in the mid rca as treatment.

Manufacturer narrative:
The evaluation codes have been included. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00165, 3003742446-2010-00166, and 3003742446-2010-00167. As reported by the (B)(4) study, the patient experienced a myocardial infarction post implantation of three cypher stents during the index procedure complicated by a coronary artery dissection. The target lesions were located in the mid and proximal right coronary artery (rca). The lesion in the mid to proximal rca was described as de novo, 95% and 80% stenosed, 18mm and 28mm in length respectively in a 2.75mm reference vessel diameter and extremely tortuous. During insertion of a medtronic guiding catheter and before implantation of any cypher product, a dissection occurred. The lesion was pre-dilated with a non-cordis balloon and a 2.5x23mm cypher stent was successfully implanted in the mid rca followed by another 2.5x23mm cypher stent implanted overlapping the initial cypher stent. A third 2.5x8mm cypher stent was implanted overlapping the second cypher stent. Pre and post timi flow was 3. Residual stenosis was 0%. Following the procedure, the patient experienced a myocardial infarction resulting from the dissection. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci that can result in myocardial infarction reflecting the intimal vessel damage. This is an inherent risk of the procedure. The chest pain and post procedural myocardial infarction reported are likely to be related to the dissection. Based on the information available, there are possible vessel characteristics and inherent procedural factors that may have contributed to this event.

Manufacturer narrative:
The product is not available for analysis.concomitant devices were unknown.additional information will be submitted within 30 days of receipt.this is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00165, 3003742446-2010-00166, and 3003742446-2010-00167.